Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of the .035 fc j3mm 150cm tef diagnostic guidewire was deformed out of the box and before the package was open. The box was stored per the instructions for use (IFU) and opened under sterile procedure. A blurred image of a j tip wire was received for evaluation. It appears as if the coating on the distal portion of the wire has fractured and remains on the core wire. There was no reported patient injury. There was no damage noted to the packaging of the device. The procedure completed by opening a second wire from the same box. The product is expected to be returned for evaluation.

Manufacturer narrative:
This is a correction to change the reportability of this complaint to a non reportable status. Additional information was received and an unraveled/stretched condition on the distal tip was observed on the returned guidewire. No anomalies were detecting related to the coating. The malfunction code is changing from coating delaminated-during prep to distal tip-unraveled stretched during prep.

Manufacturer narrative:
This report was generated an error and due to the system limitation, a reported needed to be submitted in order to close this report.